Event description:
It was reported that the customer experienced elevated blood glucose levels (+300 mg/dl). Troubleshooting was performed and pump passed delivery system check. Cold insulin was loaded into the cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). Per tandem's user guide, "insulin should be at room temperature before filling cartridge."